Manufacturer narrative:
(B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. It was reported that hemostatic valve leakage occurred after exserting the mapping catheter. Insertion of dilator was done as recommended. There was no harm to patient. Leakage was recognized at the end of the procedure, after exserting the mapping catheter. After exserting the mapping catheter, the procedure was finished. No leakage during the procedure. Surgery was not delayed due to the reported event. No action taken when event occurred because it was at the end of the procedure, so sheath exserted and procedure finished. It was confirmed that the hemostatic valve was dislodged outside of the hub. No air entered the patient's body. The approximately blood loss was less than 10ml. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
On 4-jan-2023, the product investigation was completed. It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. It was reported that hemostatic valve leakage occurred after exserting the mapping catheter. Insertion of dilator was done as recommended. There was no harm to patient. Leakage was recognized at the end of the procedure, after exserting the mapping catheter. After exserting the mapping catheter, the procedure was finished. No leakage during the procedure. Surgery was not delayed due to the reported event. No action taken when event occurred because it was at the end of the procedure, so sheath exserted and procedure finished. Device evaluation details: visual analysis of the returned product revealed that no damage or anomalies were observed on the vizigo sheath and hemostatic valve. Per the event, flow and pressure tests were performed, in accordance with bwi procedures, and no issues were observed. Values were observed within specifications. A device history record was performed for the finished device (B)(6) number, and no internal actions related to the complaint were found during the review. No malfunction was observed during the product analysis. The instructions for use contain the following recommendations: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Flush and maintain continuous saline. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 8-feb-2023, the product investigation was updated with the following information: the event described could not be confirmed as the as the device performed without any malfunction issues. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).